Event description:
A healthcare facility in (B)(6), reported that two 900mr810 reusable adult breathing circuits were damaged at both ends of the circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: two 900mr810 evatherm reusable breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuits were visually inspected and the bead width, bead height, outside diameter and the film thickness were measured. Results: visual inspection revealed a tear near the chamber end cuff on device 1. On device 2 there was a tear near the chamber end and the patient end cuff. The measured bead width, bead height, outside diameter and film thickness of both circuits were within specification. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: based on the inspection carried out, the damage noted on device 2 was most likely caused by excessive pulling of the breathing circuit as the film was stretched. We were unable to determine what may have caused the damage observed on device 1. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr810 reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6), reported that two 900mr810 reusable adult breathing circuits were damaged at both ends of the circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.